Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the complaint sample. The image shows an unraveled guide wire with evidence of use. The guide wire appears to be unraveled from the distal end; however, this cannot be determined without the complaint sample to evaluate. A catheter with evidence of use is also included in the photo. The probable cause of the complaint issue could not be determined from the image. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. Other remarks: the report that the guide wire unraveled was confirmed through examination of the customer supplied photo. The image shows the guide wire unraveled in use; however, the actual complaint sample was not returned for evaluation. The DHR review showed no evidence to suggest a manufacturing related cause. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer alleges that during insertion the swg (spring wire guide) could not be removed due to the frayed wire. The swg and catheter were removed. There was a small amount of bleeding and a bruise. The patient was receiving anticoagulant. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during insertion the swg (spring wire guide) could not be removed due to the frayed wire. The swg and catheter were removed. There was a small amount of bleeding and a bruise. The patient was receiving anticoagulant. The patient's condition is reported as fine.